Manufacturer narrative:
Illuminoss reached out to the author for information regarding the user and obtained the user's contact information. Despite numerous attempts to contact the surgeon, no addtional information was obtained. . The cause of the loss of fixation and stabilization and bent illuminoss implant was due to the patient's disease progression which resulted in a significant loss of humerus bone, especially the lateral and medial walls, which allowed movement at the implant. This movement likely abraded the radiopaque markers resulting in the discrete interruptions in the spiral line seen in the x-rays. The insufficient quantity of bone remaining in the humerus due to the progression of the tumor caused the loss of stabilization and resulting bent implant.

Event description:
A publication reported on a 63 year old female with metastatic leiomysarcoma that underwent illuminoss and screw placment for the left proximalhumerus pathological fracture. 6 months later there was a worsening displacement with destructive changes of the proximal humerus with multiple discrete breaks in the illuminoss spiral suggesting damage to the illuminoss implant.

Manufacturer narrative:
Illuminoss reached out to the author for information regarding the user and has obtained the user's contact information. The investigation is pending a response from the user.

Event description:
A publication reported on a 63 year old female with metastatic leiomysarcoma that underwent illuminoss and screw placment for the left proximalhumerus pathological fracture. 6 months later there was a worsening displacement with destructive changes of the proximal humerus with multiple discrete breaks in the illuminoss spiral suggesting damage to the illuminoss implant.